Manufacturer narrative:
Updated: b5.

Event description:
Option study it was reported that thrombosis occurred. The patient was enrolled into the option study on (B)(6) 2021 and the index procedure was performed on (B)(6) 2021. The patient was on aspirin and apixaban prior to implant which was not interrupted. Prior to the index procedure, aspirin was administered. The patient was ablated using the pulmonary vein isolation with cryo method. A left atrial appendage (laa) closure procedure was then performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 16.4 mm. After the implant the patient continued on both aspirin and apixaban. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, 86 days post index procedure, during the protocol scheduled 3 months follow-up visit, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 45%. A pedunculated non-mobile thrombus with a maximum area of 1 cm2 was found on the atrial facing surface of the watchman device. At the time of the event, the patient was on aspirin and apixaban. The patient was started on clopidogrel. The patient is asymptomatic, with no shortness of breath and no fatigue. It was further reported that on (B)(6) 2021, a repeat tee was performed and revealed no thrombus on the watchman flx device. Eliquis (apixaban) was discontinued and the event was considered resolved.

Event description:
Option study. It was reported that thrombosis occurred. The patient was enrolled into the option study on (B)(6) 2021 and the index procedure was performed on (B)(6) 2021. The patient was on aspirin and apixaban prior to implant which was not interrupted. Prior to the index procedure, aspirin was administered. The patient was ablated using the pulmonary vein isolation with cryo method. A left atrial appendage (laa) closure procedure was then performed and a 20mm watchman flx laa closure device was implanted with a complete laa seal and deployed device diameter of 16.4 mm. After the implant the patient continued on both aspirin and apixaban. The patient was discharged on (B)(6) 2021. On (B)(6) 2021, 86 days post index procedure, during the protocol scheduled 3 months follow-up visit, transesophageal echocardiogram (tee) assessment revealed left ventricular ejection fraction of 45%. A pedunculated non-mobile thrombus with a maximum area of 1 cm2 was found on the atrial facing surface of the watchman device. At the time of the event, the patient was on aspirin and apixaban. The patient was started on clopidogrel. The patient is asymptomatic, with no shortness of breath and no fatigue.